Event description:
Patient reported she was given a sample of an unknown solution by her physician and then began using equate multipurpose contact lens solution. She presented to her physician on the date of event and was referred to another physician three days later. A culture was taken in 11/2005. It started in the left eye, then both. She wore her lenses on and off during the initial four days after diagnosis. In 2005, the patient presented to a corneal specialist and was given natamycin and various other medications including oral, antibacterial and topical eye drops until the culture developed. According to the corneal specialist, the patient was diagnosed in 12/2005 with bilateral fusarium keratitis. Accoring to the patient, the infection cleared but reappeared and she returned to the corneal specialist and was switched to amphotericin. The infection resolved in 01/2006; however, the patient had continued on unspecified steroids and treatment while she tried to resume normal contact lens wear. Visual acuity is now 20/20, but with corneal scarring.